Event description:
Merge lis is a lab information system that is intended, for ordering, managing and reporting laboratory results. A customer contacted merge support on (B)(6) 2016 alleging that they had approximately 190 duplicate results for a reference laboratory. The customer did not indicate there were any adverse outcomes to any patients due to this issue. This issue does have a potential for an inaccurate diagnosis or treatment due to 2 results appearing instead of just one. Merge healthcare investigated the issue and determined that after an upgrade a file within the database for reference labs was not modified. This file should have been set to start counting after the last number in the sequence used prior to the upgrade. This was not modified and therefore the sequence started back at 1. This resulted in 190 unmatched results having duplicates. The file numbering schema has been updated. The 190 duplicate test results have all been renumbered with a unique identifier so there are no more duplicates. (B)(4).

Manufacturer narrative:
Merge healthcare determined that after a merge lis software upgrade at the customer site, a file within the database for reference labs was not modified. This caused tests created through unmatched for reference lab to have duplicate nextnum numbers which caused duplicate test numbers. The file should have been set to start counting after the last number in the sequence prior to the upgrade. Since the file was not modified the sequence started back at 1 and caused duplicate test numbers. Merge healthcare manually changed the numbering of the duplicate tests to a unique number not previously used. In the sql database, a number that far exceeded all current tests, was select as a starting point for all reference tests that are newly created. Development updated the file numbering schema within the upgrade file for the reference lab. Revised information contained in this supplement report includes the following: updated manufacturer contact name. Updated office contact name. Date new information received by manufacturer (merge engineering completed investigation). Indication that this is follow-up report 001. Indicated that type of reportable event is a malfunction. Indication that the follow-up type is additional information. Added conclusions code : 12. Indication that additional manufacturer information is contained in this follow-up report.